Manufacturer narrative:
Submission date of this report: 7/20/1998. On 7/8/1998, the reporter clarified the previous statement "x-ray report showed tube not in stomach". The facility does not have an x-ray to show where the tube was placed. The nurses had placed the tube, realized it was not in the correct position, and removed the tube prior to the x-ray being taken.

Event description:
Reporter originally stated "no bleeding, hemoptysis or hematemesis noted." Reporter's revised medwatch stated "no bleeding, chemoptysis or hematesis noted."